Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified the shell was broken, with red particles/material on the shell. Creases were observed on the shell. A microscopic analysis was performed which identified a broken, sharp opening on the posterior of the device. Based on the device analysis the final assessment is: one sharp edged broken separation on the posterior of the device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.